Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm, bad battery alarm and experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were incorrect, basal rates were incorrect, insulin did exit tubing, and no air found in tubing. Customer reports that cannula was not bent nor occluded, contacts on battery cap were not missing or damaged, and battery compartment and spring were not damaged or corroded. Customer was advised to monitor insulin pump and that battery cap would be replaced. No further info provided.